Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was identified that this device did not cause or contribute the reported event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona medial congruent articular surface right 12mm catalog #: 42522100912. Lot #: 65658681. Unknown persona tibial tray. Catalog #: ni. Lot #: ni. G2 - report source. - foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2024-00019, 0001822565-2024-00245.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain, swelling and draining secondary to infection approximately three (3) weeks post-operatively. The knee was debrided and a new articular surface was implanted. Attempts have been made; however, no additional information is available.